Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm nor replicate the customer reported complaint, "sealing issue was noted." Based on the log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument failed self-test. A dislodged blade was observed. After the dislodged blade was manually retracted. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a directions. The jaws opened and closed properly. The instrument passed the cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Additionally, the instrument was received with a blade exposed with one (1) life remaining. The blade failed to retract during initialization causing the instrument to fail self test, error code 22026. The blade was dislodge 0.110¿ outside the blade garage. Upon visual inspection, there was no bio debris found at the instrument tip. The knife slot measurement passed at 0.028". After manually retracting the blade, the instrument passed initialization. A review of the logs showed multiple homing failures.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an instrument sealing issue was noted. The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.